Event description:
Per the clinic, the patient experienced poor performance with the device and open circuits were noted on eight electrodes, resulting in loss of benefit. Reprogramming attempts were made; however, the issue could not be resolved. An explant was planned due to the reported open circuits and subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.